Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer alleges the gearboxes were leaking grease and dealer had to pay to clean a white rug that got grease on it. Right gearbox leaking. MDR filed.